Manufacturer narrative:
The catheters are delivered with a rigid stylet. This type of tear could be explained by an excessive traction applied to the tip of the catheter using the stylet. The traceability performed on the lot number of the catheter does not show any abnormality. The tubing used for manufacturing these catheters is compliant to its specifications in terms of tearing and lengthening.

Event description:
On (B)(6) 2016, a patient underwent surgery for the implantation of a valve with a straight ventricular catheter. Upon implanting the catheter, the surgeon noted that the catheter was damaged, with a crack in the lower tip which would be lodged in the ventricle. Therefore, he deemed necessary to replace the catheter.

Event description:
On (B)(6) 2016, a patient underwent surgery for the implantation of a valve with a straight ventricular catheter. Upon implanting the catheter, the surgeon noted that the catheter was damaged, with a crack in the lower tip which would be lodged in the ventricle. Therefore, he deemed necessary to replace the catheter.